Event description:
It was reported that patient had generator replaced due to early battery failure. Good faith attempts were made with this physician to obtain further information surrounding this event; however, these attempts went unanswered. Explanted generator was returned to manufacturer and product analysis is pending.